Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that after lead connection, but prior to placing in the pocket, the device failed to pace. A new device was implanted. When the device was later tested, no problems were observed. The device possibly exhibited oversensing while being held in the hand prior to placing in the pocket.